Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver had overheating. It was reported that the receiver was dropped. Labeling indicates: if the dexcom g5 receiver or dexcom g5 transmitter is damaged or cracked, do not use it. This could create an electrical safety hazard causing possible electrical shocks resulting in injury. In addition, a damaged or cracked dexcom g5 receiver or dexcom g5 transmitter may cause the dexcom g5 system not to function properly. No additional event or patient information is available. No product was provided for evaluation. The confirmation of the complaint is undetermined. The probable cause could not be determined.